Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the customer requested change, needs to be performed in the customer's pis interface. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to map medication a technical support specialist mentioned mapping needed to be configured within their adt/pis system and configured system to resolve. Customer contacted an it person to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the customer requested change, needs to be performed in the customer's pis interface. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.